Event description:
Chiropractor had me hooked up to a machine called accelerated performance recovery (arp) for electric stimulation for sore shoulder. After 3 mins, I blacked out, a total faint for a few mins. FDA safety report ID# (B)(4).